Event description:
Facility reported an internal blood leak (18 uses). Estimated blood loss 175cc. No medical intervention. Questionnaire faxed on 08/09/2000 for further info. Facility called on 08/11 and reminded of need for add'l info. The sample is not available for examination. Medwatch filed on the blood loss.